Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 365 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis holmium p100 laser with laser settings of 1 joule and 20 hertz. According to the complainant, during the procedure, the laser fiber was not giving enough energy transmission. The physician removed the fiber and received second degree burns on his thumb and pointing finger from the connector. Reportedly, the physician went to the recovery room and bandaged his hand which had blistered but were already healing. The procedure was completed with another flexiva 365 laser fiber. There was no serious injury nor were no adverse patient effects as a result of this event.